Event description:
It was reported by the patient's representative that the patient had a low heart rate and indicated that the patient was experiencing heart failure. It was reported by the patient's representative that the implantable pulse generator (ipg) was 'winding down' no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.